Event description:
The device would not interrogate after numerous troubleshooting attempts. Explant was recommended. On 05/14/2012 - as of today, all available info suggests this device remains implanted.